Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation and paresthesia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient underwent primary breast augmentation with a 300cc mentor smooth round moderate profile on both sides and experienced bilateral breast implant deflation and burning in the breasts that comes and goes postoperatively. As a result, the patient underwent bilateral explantation and replacement with mentor gel devices on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On may 18, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal smooth rnd diap 300cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness, or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of paresthesia may be transient or chronic. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. On may 18, 2022, mentor became aware that manufacturing facility and address were incorrectly reported under initial submission fields g1 as perouse plastie and france address. The information has been correctly updated on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2022, mentor became aware that patient's initials under field a1 were inadvertently switched, and e2 health professional? Was selected incorrectly as "yes" under previous initial submission. It should have been "no". Both fields a1 and e2 have been corrected on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4). A1 patient's initials mistakenly switched, and e2 health professional? Marked incorrectly as "yes"